Manufacturer narrative:
(B)(4). Method: the complaint humidification chambers had been discarded by the hospital. Our investigation is therefore based on the information supplied by the hospital and our knowledge of the product. Results: the hospital has confirmed that they were using the chambers on the sipap in the biphasic mode. The hospital when asked was not sure of the settings being used on the ventilator at the time. A lot check revealed no other complaints for this product. Conclusion: we were unable to determine the cause of the cracking, but it is known that during the use of a sipap machine, the pressures produced in the chamber sometimes are in excess of 80cmh2o, which may affect the integrity of the chamber. Our user instructions that accompany the mr225 state that the mr225 has a maximum operating pressure of 20 kpa. Every chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. This suggests that the two humidification chambers were damaged post production. Devices discarded at hospital.

Event description:
A hospital in (B)(6) reported that two mr225 manual fill infant/paediatric humidification chambers leaked during use. No patient consequence was reported.